Event description:
See initial report.

Manufacturer narrative:
H.10: the unit was manufactured in 2014 and according to the review of the complaints database no complaints have been reported in the past. The unit was returned and during the performed test an error code associated to discrepancy between set and actual co2 flow values was displayed. The root cause of the reported issue could be traced back to defective mass flow controller for co2 and the associated flow sensor. The defective components are going to be replaced and the gas blender has been tested without showing further deviations. As per equipment maintenance interventions prevention the eprom and the dc supply will be replaced as well.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system alarmed and co2 flow was unstable when co2 flow was 0.02-0.04 lpm. The issue was identified during priming. There was no patient involvement.